Event description:
It was later provided there was no patient involvement. It was also stated there is no further information available to provide regarding the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and feedback from the field. Please see updates to b5, h6 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the reportable event is likely due to a defective image sensor unit, the circuit board inside the video connector, or defect of the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to damage on the charge-coupled device unit, the image was not displayed. Adhesive on the distal end was chipped. Due to damage on the lock engagement lever, the bending section could not be fixed firmly. In addition, the switch 1, the up/down plate, the grip, the control unit, the light guide-cover glass, the video connector and the distal end were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had no image. There were no reports of patient harm.